Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported issue was confirmed and replicated. The unit was tested on an in-house system and triggered error 319. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and failed check all boards along with fiber test. Upon further investigation there was no fluid intrusion, but the rolling loop did have physical damage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a fault on the universal surgical manipulator (usm) 3. This procedure was aborted to laparoscopic surgery. There was no indication of patient injury.